Event description:
Upon preparation for need, supply identified that package did not contain correct contents as labeled/manufactured. Package should have both a 2.0 and 2.5 y-adapter, instead it had two 2.0 adapters.